Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during the intra-aortic balloon (iab) therapy, the console had an unable to calibrate message and the image showed a damped, poor quality arterial waveform via transducer. No patient harm or injury was noted.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11.corrected field: b5, d4 UDI number, serial number and lot number should have kept empty since its unknown, d10, g2, h6 medical device problem code.the complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. A perfusionist ross in the cardiac or, called for assistance with arterial waveform quality of a sensation plus 40cc balloon on a cardiosave during use, no patient harm or injury was noted. Ross stated, ¿we had a femoral but we took it out and placed an axillary. Now we have an unable to calibrate message and we aren¿t able to zero and run the balloon, so we switched to the fluid filled and we still aren¿t getting the right waveform.¿ off label disclaimer provided. An image showed a damped, poor quality arterial waveform via transducer with pressures of 29/24 (27), an augmentation of 31, and a balloon waveform with rounded peaks, indicating some form of restriction, with no alarms currently present. Esp team member had ross plug the fo cable back in he received the unable to calibrate message. Esp team member explained the nature of the message and why it would be present with the image he sent me. Ross was able to aspirate blood, but it was sluggish on both the aspiration and the flush. We also discussed the rounded peaks of the balloon waveform and the indication for some form of restriction. He denied being able to visualize any restrictions outside the body. The attending was at the bedside and aware of the issue. Esp team member reiterated troubleshooting steps for restrictions, bends, and kinks in the balloon and that it would be at the discretion of the attending on how to proceed with the all the information available. Attempt at obtaining complaint information made. Ross was unable to provide me with the serial number from the catheter as the patient was still under the drape. He agreed to pass my information along to the admitting unit of the patient for any additional concerns. Esp team member requested ross reach back out to me if they remove the balloon for returning it to getinge and he agreed. Esp team member did not hear from ross again throughout his shift.

Event description:
It was reported that during the intra-aortic balloon (iab) therapy, the console had an unable to calibrate message and the image showed a damped, poor quality arterial waveform via transducer. No patient harm or injury was noted.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) medical center ) [reason for partial UDI: serial# and lot# are unknown] the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# 1398511